Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left upper lobe bleb procedure, while transecting tissue, they tried to fire the stapler but they heard a loud click and it looked like the staple load broke. The stapler was then unable to fire and the surgeon was unable to squeeze the handle, although he was able to press the green button. Another handle and reload was used to complete the case. There was no patient injury.